Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: it is unk if instructions per surgical technique were followed. The provisional locking screw was designed so that it can be assembled and disassembled from the provisional liner for device reprocessing. The item and lot number of provisional liner used with the reported screw are unk. The screw may have dislodged during liner insertion if the screw was not properly aligned with the mating threaded hole in the implant/provisional shell and pressure was applied to the liner. However, a definitive root cause analysis cannot be conducted with certainty at this time based on the provided info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the locking screw for the continuum provisional liner became disengaged from the liner and became lost in the wound. It was retrieved from the wound.